Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultra blue test strips peeling. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2012. The patient manages his diabetes with lantus insulin (33 units), humulin insulin (sliding scale) and metformin pills (1000 mg). On the evening of (B)(6) 2012, the patient took an increased dose of humulin insulin (20 units). On (B)(6) 2012, the patient claims he was making noises in his sleep, was "soaking wet" in his pajamas, felt dehydrated, was incoherent and belligerent. The patient was given food and/ or drink as treatment. The patient reportedly noticed the alleged issue prior to inserting the strips into his meter. The cca was not able to resolve the alleged issue with troubleshooting. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.